Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil was able to confirm failure of the trilogy evo device. Pil visually inspected the trilogy evo USA device for visual defects and found the detachable battery door was damaged, the device was returned without any filter or a detachable battery. Pil powered on the device to retrieve the device settings and the device immediately alarmed for ventilator inoperable, e-155 had reoccurred. Pil then used rasp commands to unlatch the e-155 on the system pca in the device. Pil was then able to power on the device without a ventilator inoperable and then ran therapy for approximately 1.5 hours and the trilogy evo device operates without issue. Pil has determined that the system pca in the device was stuck in the therapy's boot monitor and this failure has been addressed in trilogy evo software version 1.05.01. And can be unlatched via rasp commands. Pil then post tested the device on the pil trilogy evo multifunctional test station and passed all testing. The trilogy evo USA device now operates as designed after the e-155 event code was unlatched.